Event description:
Same case as MFR:2134265-2014-05291 & 2134265-2014-05293. It was reported that post a stenting treatment procedure, an acute closure occurred. Vascular access was obtained via the left groin. The tortuous and calcified target lesion was located in the right coronary artery (rca). Three promus premier stents (2.5x16 mr, 2.5x24 mr, and 2.75x16 mr) were deployed in the rca at 12 atm. Three hours post procedure that patient experienced an acute closure. While in recovery the patient threw-up all medication including oral anticoagulant. It was noted that the closure was treated by wiring the rca. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).